Event description:
It was reported that the pump battery was intermittently depleting quickly. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.